Event description:
During a meniscal repair the suture pulled out of t2. Sales representative stated that the surgeon could not advance t2 to deploy it so he cut the suture and left t1 in the joint unsupported. Additional fast-fix ab was used to complete the repair. A delay of ten-minutes took place. No pt injury or complications resulted.